Manufacturer narrative:
B1 updated. D3 updated information. H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. Workflow: · the force ed flag not set internally in 5.51 · create an external structure using the auto-margin tool. For example, body (currently designated as type = external) + immobilization device. · change the type of the external auto-margin structure to external. · external structure is automatically set to force ed on the adapt setup tab. · uncheck force ed on mr for structure body on the adapt setup tab. · adapt anatomy to another image set. · problem - force ed is not checked for the external structure. Using the specific workflow described above, it is possible that the forced electron density will be turned off unintentionally. In this case, mr pixel data are applied which can result in an incorrect dose calculation. Structure densities can be up to 14.9 times higher than they should be. This could result in an overdose to the patient which could exceed 5%. However, no patients were mistreated.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The investigation found that when using a specific workflow it is possible that the forced electron density could be turned off unintentionally.

Event description:
During elekta internal investigations an adapt anatomy layering and density problem was found.